Manufacturer narrative:
Device was evaluated. Inspection and testing of the device found that the reported issue was not able to be duplicated. The device when tested found no error code, the image showed with no problem. Unrelated to the reported issue, further inspection found fluid invasion and corrosion in scope connector and ultrasound connector. The ¿a-rubber¿ glue was observed with crack and the c-body (control body) forceps cover glue were observed to be peeling. Based on device evaluation findings, the reported issue was not confirmed however, physical damages, fluid invasion to the unit were observed. Probable cause could be attributed to users handling and or maintenance issue. Investigation is ongoing therefore the root cause cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device when plugged into the tower it says on the monitor ¿invalid scope¿. There was no patient involvement on this event reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause was not identified. ·probable cause could be that peeling of the glue on the distal end occurred due to some external force was applied to the distal end. ·in addition, the subject product was manufactured on march 9, 2020 and about 11 months have passed, and it is unlikely to have been affected by aging deterioration. As stated on the IFU (instruction for use) the user manual states: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.